Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
It was reported that two bd insyte autoguard bl 22ga x 1.0in catheters split. The following information was provided by the initial reporter: when our staff nurse started an IV into patient¿s arm then IV catheter split in halves. The registered nurse tried it twice with the same batch without success.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.